Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was said to be not functioning appropriately as claimed by the physician. A revision was done which left the patient in third degree heart block. This rv lead was partially abandoned. No additional adverse patient effects reported.